Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son was in the hospital due to insulin pump not working. Customer no longer trusted the insulin pump that they were using and refused to troubleshooting. Customer's mother did not wanted to talked about the event. Customer's doctor advised them to discontinue the use of the insulin pump. Insulin pump will be returned for analysis.